Event description:
Customer reported performing back-to-back tests with the freestyle meter. Results were 37 mg/dl, 53 mg/dl, and 73 mg/dl. Additionally, more comparison tests were done at the time of the call in order to troubleshoot the meter and readings were 102 and 153 mg/dl.